Manufacturer narrative:
The event was reported to have occurred on an unreported date in 2005 (six years later after starting pd therapy). Literature article: gupta, s. And woodrow, g. "Successful treatment of fulminant encapsulating peritoneal sclerosis following fungal peritonitis with tamoxifen". Clinical nephrology (2007) vol. 68 ¿ no. 2/2007 (125-129). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which an automated peritoneal dialysis (apd) patient experienced fungal peritonitis which was manifested by "central" abdominal pain, cloudy dialysate, nausea, vomiting and fever (temperature of 38.2 degree celsius). The cause of peritonitis was not reported. The patient was hospitalized and was treated with intravenous amphotericin and flucytosine (doses and frequencies were not reported) for peritonitis. On the same day, the patient's pd catheter was removed and was switched to hemodialysis. Antibiotic therapy was modified to oral fluconazole (200mg per day) and was the patient was discharged home on oral fluconazole and maintenance hemodialysis. Two weeks after initial presentation, the patient was re-admitted with feeling unwell, nausea, vomiting, lower abdominal pain and pyrexial with a temperature of 38 degree celsius. Empirical antibiotic therapy was started with intravenous ciprofloxacin and metronidazole in addition to continuing oral fluconazole. The patient was discharged after 10 days. Nine weeks after initial presentation with peritonitis, the patient was admitted again with a 3-day history of generally feeling unwell, nausea, vomiting, constipation and anorexia. The patient had lost approximately 25% of body weight since previous hospital stay. Examination revealed gross cachexia, pallor and dehydration. The patient was pyrexial with temperatures ranging between 37.3 and 37.9 degree celsius and abdomen was distended with a palpable mass in the right iliac fossa. Ten days after admission, the patient was started on 20 mg/day tamoxifen (20mg per day, route was not reported). A week after commencing tamoxifen, the patient's symptoms started to improve and the patient was discharged. Six months after this episode, the patient continued to improve. At the time of this report, the patient outcome for peritonitis was not reported. No additional information is available.